Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the patient received the following results within 10 minutes: 117 mg/dl (patient's meter), 117 mg/dl (patient's meter), and 37 mg/dl (paramedic's meter). The patient was found slumped over and drooling by his grandson around 4:00 p.m. Or 5:00 p.m. The paramedics took the patient to the hospital and he was treated with glucose via IV. The blood glucose results taken at the hospital were unknown. The patient was at the hospital for a couple of hours.